Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number 3006705815-2023-03073. It was reported patient had an infection at both the incision sites. In turn, patient had a wash out on (B)(6) 2023 to address the issue.

Manufacturer narrative:
A patient developed a mrsa infection was reported to abbott. The patient had a wash out to address the issue. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.